Manufacturer narrative:
The reported events were low pacing lead impedance and ¿could not be placed at the target area¿. The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil inside the connector region was overtorqued with all five filars broken/separated consistent with procedural damage. Electrical testing found shorting between conductor paths due to the overtorqued inner coil inside the connector region. The cause of low pacing lead impedance was isolated to overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead parameters could not be detected and could not be placed at the target area. Attempts to reposition the lead were made but the same issue persisted. The spiral curve defect was found on the lead insulation. The faulty rv lead was explanted out of the patient and replaced. There were no patient consequences.